Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed and no issues were identified. Reportedly, the customer was using the cartridge for 4 to 5 days. Tandem technical support informed the customer that was using the cartridge for 4 to 5 days was off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. Customer's blood glucose was 220mg/dl at the time of event.